Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. A revision procedure was performed and the device and rv lead were removed from service and replaced. There was no conclusive damage noted to the lead or the device during the revision procedure. No additional adverse patient effects were reported.